Manufacturer narrative:
Expiration date: 01/2007. Device manufacture date: 01/2005. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was explanted and replaced (with a different model) due to high impedance.

Manufacturer narrative:
Corrected data: (date of this report). An incorrect date was submitted on the initial report. The correct date is 02/07/2017.